Manufacturer narrative:
Manfucaturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was replaced, and this resolved the problem. Cause of the event was the unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
(B)(4)